Event description:
Large burns and blisters on his back [thermal burn]. Large burns and blisters on his back [blister]. Used it directly over skin [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer reported for her husband. A (B)(6) years-old (B)(6) male patient started to receive thermacare heatwrap ( thermacare lower back & hip ) red box extra-large from (B)(6) 2016 topically, 10-20 minutes every 2 hours for lower back pain like sore back for first time, it has valve that wrap around his waist. Medical history included diabetes he was suffering for about 7 years since 2009 and high blood pressure from unknown date. Concomitant medication included lisinopril from last 17 years in 1999 at 20 mg, 1x/day for blood pressure high; atenolol from unknown date for unknown indication; minerals nos, vitamins nos (centrum silver for men) tablet from unknown date for unknown indication. Insulin human/ insulin human injection/isophane (humulin) injection 45 mg, 2x/day for diabetes since last 7 years in 2009. Was taking the acid reflux medicine and a cholesterol medicine. He only put it on the afternoon on the skin but it was not red and the skin was dry and it was for about 16-17 minutes at the most. On (B)(6) 2016 there was very large burn on his back and blister developed. Consumer checked the expiration date and it was good. The reporter mentioned that she noticed that on monday evening on (B)(6) 2016, pain relieved somewhat and then wednesday evening of (B)(6) 2016 she tried the thermacare, for about 17 minutes then she give him some break for every 2 hours then on thursday morning on (B)(6) 2016 , his shirt got stuck there was a very large burn on his back and blister developed and the only thing she used was the thermacare thing. Two were on monday on (B)(6) 2016 last was on wednesday evening on (B)(6) 2016. He just have discomfort because he had burn on his skin. No lab performed. She put some ang ointment for diaper rash, irritable skin etc., she used it three times. She was using a cool rag on the burn and also she put vaseline on it. She stopped applying ang ointment on her husband back on (B)(6) 2016. Consumer checked for every 25-30 minutes except his (husband) sleep for night and she put the cool rag and vaseline on the back for the burns. Patient went to doctor and his physician took him to emergency room. Patient skin tone was medium, had no sensitive skin; had no abnormal skin conditions . Patient did not sleeping while wearing the thermacare, he was sitting up. Applied no pressure on the thermacare . Did not engage in exercise while using the product. Read the usage instructions on thermacare before you used the product. After applying the ointment, it just keep it moist so that she did not need to worry about the infection. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn, blister, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blister, and intentional device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Large burns and blisters on his back [burns second degree]. Used it directly over skin [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer reported for her husband. A 56-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) red box extra-large from (B)(6) 2016 topically, 10-20 minutes every 2 hours for lower back pain like sore back for first time, it has valve that wrap around his waist. Medical history included diabetes he was suffering for about 7 years since 2009 and ongoing and high blood pressure from unknown date. Concomitant medication included lisinopril tablet from last 17 years in 1999 at 20 mg, once daily for blood pressure high; atenolol from unknown date for unknown indication; minerals nos, vitamins nos (centrum silver for men) tablet from unknown date for unknown indication and insulin human,insulin human injection,isophane (humulin) injection 45 mg, twice daily for diabetes since last 7 years in 2009. He was taking the acid reflux medicine and a cholesterol medicine. He used it directly over skin on (B)(6) 2016. He only put it on the afternoon on the skin but it was not red and the skin was dry and it was for about 16-17 minutes at the most. On (B)(6) 2016 there was very large burn on his back and blister developed. The reporter checked the expiration date and it was good. The reporter mentioned that she noticed that on monday evening on (B)(6) 2016, pain relieved somewhat and then wednesday evening of (B)(6) 2016 she tried the thermacare, for about 17 minutes then she give him some break for every 2 hours then on thursday morning on (B)(6) 2016, his shirt got stuck there was a very large burn on his back and blister developed and the only thing she used was the thermacare thing. Two were on monday on (B)(6) 2016 last was on wednesday evening on (B)(6) 2016. He just had discomfort because he had burn on his skin. No lab performed. She put some ang ointment for diaper rash, irritable skin etc. She used it three times. She was using a cool rag on the burn and also she put vaseline on it. She stopped applying ang ointment on her husband back on (B)(6) 2016. The reporter checked for every 25-30 minutes except his (husband) sleep for night and she put the cool rag and vaseline on the back for the burns. Patient went to doctor and his physician took him to emergency room. Patient skin tone was medium, had no sensitive skin; had no abnormal skin conditions. Patient did not sleep while wearing the thermacare, he was sitting up. He applied no pressure on the thermacare. He did not engage in exercise while using the product. He read the usage instructions on thermacare before he used the product. After applying the ointment, it just keep it moist so that she did not need to worry about the infection. The reporter mentioned that she did not have the product along with her, she disposed it. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (12nov2016): follow-up attempts are completed. No further information is expected. Follow-up (28oct2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: event "large burns and blisters on his back" recoded. Company clinical evaluation comment: based on the information provided, the events "large burns and blisters on his back", and intentional device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. In the case narrative there is evidence of device misuse which most likely contributed to this incident.

Manufacturer narrative:
Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. The citi search returned a total 207 complaint for the lower back and hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A change in safety's procedure has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The subclass shows a seasonality increase in (B)(6) 2015, & (B)(6) 2016. The data shows an increase of 17 complaints received in (B)(6) 2015; fourteen of the 17 were related to burns, blisters, and redness. Twelve of the 17 complaints received in (B)(6) 2015 were related to burns, redness and blisters. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Site sample status: not received.

Event description:
Large burns and blisters on his back [burns second degree]. Used it directly over skin [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer reported for her husband. A 56-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) red box extra-large from (B)(6) 2016 topically, 10-20 minutes every 2 hours for lower back pain like sore back for first time, it has valve that wrap around his waist. Medical history included diabetes he was suffering for about 7 years since 2009 and ongoing and high blood pressure from unknown date. Concomitant medication included lisinopril tablet from last 17 years in 1999 at 20 mg, once daily for blood pressure high; atenolol from unknown date for unknown indication; minerals nos, vitamins nos (centrum silver for men) tablet from unknown date for unknown indication and insulin human, insulin human injection,isophane (humulin) injection 45 mg, twice daily for diabetes since last 7 years in 2009. He was taking the acid reflux medicine and a cholesterol medicine. He used it directly over skin on (B)(6) 2016. He only put it on the afternoon on the skin but it was not red and the skin was dry and it was for about 16-17 minutes at the most. On (B)(6) 2016 there was very large burn on his back and blister developed. The reporter checked the expiration date and it was good. The reporter mentioned that she noticed that on monday evening on (B)(6) 2016, pain relieved somewhat and then wednesday evening of (B)(6) 2016 she tried the thermacare, for about 17 minutes then she give him some break for every 2 hours then on thursday morning on (B)(6) 2016, his shirt got stuck there was a very large burn on his back and blister developed and the only thing she used was the thermacare thing. Two were on monday on (B)(6) 2016 last was on wednesday evening on (B)(6) 2016. He just had discomfort because he had burn on his skin. No lab performed. She put some ang ointment for diaper rash, irritable skin etc., she used it three times. She was using a cool rag on the burn and also she put vaseline on it. She stopped applying ang ointment on her husband back on (B)(6) 2016. The reporter checked for every 25-30 minutes except his (husband) sleep for night and she put the cool rag and vaseline on the back for the burns. Patient went to doctor and his physician took him to emergency room. Patient skin tone was medium, had no sensitive skin; had no abnormal skin conditions. Patient did not sleep while wearing the thermacare, he was sitting up. He applied no pressure on the thermacare. He did not engage in exercise while using the product. He read the usage instructions on thermacare before he used the product. After applying the ointment, it just keep it moist so that she did not need to worry about the infection. The reporter mentioned that she did not have the product along with her, she disposed it. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results were as follows: other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. The citi search returned a total 207 complaint for the lower back and hip (lbh) products during this time period for the class/subclass adverse event safety request for investigation. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A change in safety's procedure has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline and an overall increase of subsequent complaints received at the site. The subclass shows a seasonality increase in (B)(6) 2015,& (B)(6) 2016. The data shows an increase of 17 complaints received in (B)(6) 2015; fourteen of the 17 were related to burns, blisters, and redness. Twelve of the 17 complaints received in (B)(6) 2015 were related to burns, redness and blisters. Based on this citi search, there is not a trend identified for the subclass of adverse event safety request for investigation. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Site sample status: not received. Follow-up (12nov2016): follow-up attempts are completed. No further information is expected. Follow-up (28oct2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: event "large burns and blisters on his back" recoded. Follow-up (19mar2020): new information received from a product quality complaint group includes product investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the events "large burns and blisters on his back", and intentional device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative there is evidence of device misuse which most likely contributed to this incident. No further investigations or actions is suggested at this time.